Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new one to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the patient¿s ipg reached end of life on (B)(6)2023. As such, surgical intervention may take place at a later date to address the issue.

Event description:
It was reported that the patient received the elective replacement message. It is unknown if this occurred prematurely. Patient is receiving therapy.